Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "maintenance code #6" alert. The customer cycled the unit off and then on; therapy was continued. Blood entered the unit. The balloon was surgically removed and replaced. The pt was switched to another unit and therapy was continued. The pt expired.